Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having unexplained low voltage advisories while on charged batteries. The patient was placed on power module and alarms stopped. Upon inspecting the equipment, the patient was attached to at time of alarms, it was noted that one battery clip was very tight, and battery had difficulty being removed. The battery that was in clip at time of alarms had slight oxidation on one of the connection points. Both clip and battery were planned to be replaced and returned under warranty. Log file captured some power cable disconnects and low power advisories/hazards, while the patient was connected to batteries. The issue appeared to be related to the black power cable battery clip.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with disconnecting batteries was confirmed via evaluation of the returned 14v battery clip. The reported event of atypical low voltage advisory and power cable disconnect alarms was confirmed via the submitted log file; however, the alarms were not reproduced during testing. The submitted controller event log file contained data spanning 3 days (16jul2024 ¿ 18jul2024 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with power source exchanges or routine battery depletion due to the voltage level dropping while connected to 14v batteries on 18jul2024 from 9:40:16 to 11:23:46. The atypical alarms occurred on both the black and white power cables. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The returned battery clip (lot number 10276547) was functionally tested with the returned 14v battery (serial number: (B)(6)), a test system controller, and mock circulatory loop. The system controller power cable connector nut was fully threaded to the battery clip connector, and battery was inserted into the clip and locked in as expected. The battery was manipulated by hand within the battery clip and the battery remained secured in the clip without any issues or atypical alarms produced. When removing the battery from the battery clip, a slight resistance was observed despite the battery release button being pushed in all the way. Further inspection of the returned battery clip revealed that the release latch inside the battery clip did not fully rest inside the opening when the release button was pushed in; this appears to have resulted in the observed difficulty removing the battery from the battery clip despite the release button being pushed in. A manufacturing analysis was initiated to further investigate this issue. The battery clip manufacturing procedure was updated and an awareness training was conducted to tighten the acceptance criteria. The battery clip associated with this event was manufactured prior to the release of the procedural update and awareness training. The root cause of the reported low voltage advisory and power cable disconnect alarms could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 3 ¿powering the system¿ and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain how to properly connect and disconnect the 14v battery from the battery clip. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.